Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to alleged premature battery depletion. At the time of explant, it was noted the device was exhibiting extended charge times, which may be an initiation of an out of specification condition. The device was explanted and replaced and will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The device was explanted. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance. This device is included in the mid-life display of replacement indicators ((B)(4), 2007) advisory population.

Event description:
--